Manufacturer narrative:
(B)(4). Evaluation information:a manufacturer retained sample from the same lot was evaluated. A visual inspection and functional flow testing were performed. No air bubbles or malfunctions were identified during product evaluation. The device performed within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; however, the customer provided a photograph of the sample. A photographic inspection identified air bubbles in the tubing of the device. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a buretrol solution administration set had air in the tubing ¿prior to the 3-way stopcocks.¿ the customer reported "many bubbles were observed along the tubing, after the blue slide clamp." This occurred during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.